Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) it was reported that, 10 pieces of d146-00-0039 battery, sealed lead acid, 12v were ordered. But the 2 pieces of batteries that arrived have expired, expiration date: 22.07.2022. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: event postal code: (B)(6). The getinge field service engineer (fse) confirmed the reported issue of expired batteries. Expired parts was requested for further evaluation and if any pertinent information is received in the future, a supplemental report will be submitted.